Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the lead revealed all wires were broken at 26.1cm distal to the stimulation end. Visual inspection revealed that the lead was missing the terminal end contact (non-functioning). The missing terminal end contact was stuck in port 2 of the ipg header.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's l1 and l2 leads had high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced. During the procedure, the l1 lead was stuck inside the ipg and the ipg was explanted and replaced as well.

Manufacturer narrative:
Correction d4: device information has been corrected.